Event description:
It was reported that the user felt the ilet was not learning correctly, with fluctuating blood glucose after frequently missing meal announcements; the device was reset and placed in bionic mode, and the user received education on proper meal announcements and use of oral glucose for lows. Symptoms included hypoglycemia with a low of 54mg/dl and hyperglycemia with a peak of 350 mg/dl. Outcomes included the need for troubleshooting, user education on low glucose correction with glucose tablets or gummies, and a plan for clinician follow-up to review reports. Investigation included review of device reports and guided troubleshooting with a device reset and education on setup and meal announcement practices. Investigation of this case revealed user-related factors, specifically missed meal announcements leading to glycemic variability, with the device functioning as designed after reset. It was concluded, based on previously established findings for similar reports, that the cause was use error and inadequate adherence to the recommended operating instructions.